Event description:
The following information was provided: offset reamer attachment screws are missing; reamer will not stay together. Hip end effector is also missing screw, can not securely attach to robotic arm. Case type/application: tha 4.0.